Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged critical pump error (open book image) alarm and unexpected battery power loss found on (B)(6) 2021. Device was received with a critical pump error (open book image) alarm. No blank display noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Device was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2 and force sensor. No corrosion or moisture damage found on the motor and vibrator assembly noted. Successfully utilized crest and thus to download history files, traces and comlink3 files. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage and loaded voltage were within specification range. No alerts/alarms were found in the history files or traces for the event date. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021 11:24:15.000. And replace battery alert was recorded and found in the formatted history file on: (B)(6) 2021 11:10:00.000 and (B)(6) 2021 11:20:00.000. Upon checking on the detail trace file, unexpected battery power loss or replace battery alert/replace battery now alarm was expected since the battery has low power. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the long trace file on (B)(6) 2021 2:28:00 pm. Perform brush cleaning with the isopropyl alcohol the moisture damage areas and reinstalled the original electronics, case, internal battery and motor. The critical pump error occurred during testing. In conclusion, critical pump error (open book) and pump error 35 alarm found in the formatted history file due to corrosion on the force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads and a scratched case. Unexpected battery power loss or replace battery alert/replace battery now alarm not confirmed. Blank display not confirmed. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corrosion on the force sensor. During visual inspection, found corrosion on the pcba1 and pcba2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump stopped working due to critical pump error. Customer stated tried to replace several batteries still insulin pump did not turn on. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.